Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the reported issue could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly on multiple attempts. Visual inspection displayed signs of physical damage. Review of the procedure logs were unable to confirm any failures. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend (vse) jaws would not open up. The procedure was completed with no reported injury.